Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to be hospitalized due to high blood glucose and seizure. Customer states that insulin pump settings were changed in the hospital and customer needed assistance changing settings back particularly basal setting. Customer was hospitalized on (B)(6), 2015 with blood glucose of 300 mg/dl. Customer was wearing insulin pump at the time of hospitalization. Customer received assistance with settings. Customer was still in the hospital at the time of call.